Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with ghosting display due to corroded lcd board. No missing segments or partial display noted. Unit received with cracked case at display window corners, missing end cap sticker and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump died and she could not see anything on it. The customer reported that the insulin pump was showing the time, battery, and reservoir but when she pressed the bolus key it was completely blank. She also could not see anything with the main menu. The customer stated that the issue began a month ago with a fading screen. The customer's current blood glucose level was 245 mg/dl. Troubleshooting for blank display was not performed because the insulin pump was still on. It never was completely off. The insulin pump was neither dropped or bumped. The device will be returned for analysis.